Event description:
It was reported that the fiber aiming beam was not as visible or bright. The biomedical engineer did a test and was able see it to adjust the output. The engineer mentioned that the fiber could have been broken but was not able to reproduce it. The same console was used to complete the procedure. There were no patient complications reported. This report is for the fiber.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the fiber aiming beam was not as visible or bright. The biomedical engineer did a test and was able see it to adjust the output. The engineer mentioned that the fiber could have been broken but was not able to reproduce it. The same console was used to complete the procedure. There were no patient complications reported.